Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the distal part of the glass cap was detached and not returned. The fiber/glass cap was fractured at the bevel edge it is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The heat shrink tubing open end wall integrity exhibits signs of melting, and erased red octagonal sign and blue arrow indicator. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the glass cap fracture and glass cap detachment, an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the aiming beam was no longer visible after 53,317 joules with 9:33 minutes of use. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber without clinical consequences to the patient. The fiber was returned and analysis found the glass cap was fractured and the glass cap distal part was detached.